Event description:
It was reported that the patient had a methicillin-resistant staphylococcus aureus (mrsa) infection. The implantable neurostimulator was then removed in (B)(6) 2011. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3778 lot# v016860 implanted: (B)(6) 2007 explanted:na; programmer model 37742 lot# njd039366n; recharger model 37752 lot# n ka025176n.